Manufacturer narrative:
Analysis of the provided information and files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, a runtime error message appeared during printing, and it was forced to exit and returned to the home screen when pressed the ok button.

Manufacturer narrative:
Since no files and additional information were available, no investigation could have been performed. The most probable hypothesis is that the event is caused by a crash of the programmer software modules, causing an incorrect management of the printing feature. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, a runtime error message appeared during printing, and it was forced to exit and returned to the home screen when pressed the ok button.